Manufacturer narrative:
Additional information was received on 12/11/2019, lot number was provided for device. Concomitant products: 275cc mentor smooth round moderate profile memorygel breast implant catalog:3507275bc lot:268700 serial number:(B)(6). A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: rupture. Concomitant medical products: 275cc mentor smooth round moderate profile memorygel breast implant catalog:3507275bc serial number: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent primary breast augmentation surgery with a 275cc mentor memorygel breast implant experienced right sided rupture post procedure. As a result, patient underwent bilateral removal and replacement with 235cc mentor memorygel left breast implant and a 255cc mentor memorygel right breast implant on (B)(6) 2019.